Manufacturer narrative:
As received, a complete lead was returned in three pieces, labeled (a), (b), and (c) for analysis. Visual and diagnostic imaging examinations found the outer coil being crushed and all five filars of the outer coil being fractured on piece (c). The reported event of ¿high lead impedance¿ was isolated to this fracture of the coil due to clavicle crush. Other damages found on these pieces were consistent with procedural damages. Electrical tests that could be performed on these pieces did not find any shorts on piece (a) but a short was found on piece (c) due to explant damage. The reported events of clavicular crush, lead fracture and increased pacing impedance were confirmed.

Event description:
During follow-up, increased pacing impedance was observed on the right ventricular (rv) lead. Diagnostic imaging was performed and revealed rv lead fracture. The issue was resolved by explanting and replacing the rv lead. The physician suspects the rv lead fracture was due to clavicular crush and may have caused pre-syncopy. During explant, rv lead fracture was observed visually. The patient was in stable condition.